Event description:
Avanos medical inc. Received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2026-00467 for the first report refer to . It was reported that a nasogastric tube was occluded during initial use.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30308146 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The tube was decontaminated, the ports were flushed, and resistance was felt. The bolus end tip was observed. It appears to have some clear/ shiny matter blocking the bolus end opening. When the cut was created above the bolus component, it was observed a hardened material (shiny/ glossy appearance) stuck into the bolus opening. The root cause was determined to be related to the manufacturing process. All information reasonably known as of 18 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.